Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/09/2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed (0.21vdc). A pairing test with nordic bluetooth device was performed and passed. Performed transmitter functional testing and get version test and passed. Performed share tool data log review and found a loss of connection gap. The customer complaint was confirmed because of the loss of connection gap in the share tool data log and the bluetooth was turned off. The probable cause is potential patient misuse. No additional event or patient information is available.